Manufacturer narrative:
The customer performed monthly maintenance. The customer noticed a buildup of water near the reaction cell covers. The field service engineer found an issue with the vacuum tubing and replaced the tubing. He confirmed the tests and c 501 module were back in operation. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ua2 uric acid ver.2, ureal urea/bun, and crej2 creatinine jaffé gen.2 results for one patient tested on a cobas c 501 module. Prior to patient testing, the customer reported errors in calibration and qc results. The patient's initial results were not reported outside the laboratory. The customer performed repeat testing with the sample on a different analyzer. The patient's initial results were uric acid 1.0 mg/dl, urea/bun 26.4 mg/dl, and creatinine 0.64 mg/dl. The patient's repeat results were uric acid 7.0 mg/dl, urea/bun 40.4 mg/dl, and creatinine 1.2 mg/dl. The lot numbers and expiration dates for uric acid, urea/bun, and creatinine assays were requested but not provided.